Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced postoperative bleeding, vaginal cuff hematoma, hemoglobin of 6.8, blood transfusion, vaginal spotting after intercourse, mesh erosion, pain, extrusion, and loss of consortium; subsequently underwent laparoscopy with evacuation of vaginal cuff hematoma, pelvic examination under anesthesia, excision of mesh, revision of fatty mucosa with closure, and cystoscopy.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced free pelvic fluid per computerized tomography (CT) scan on (B)(6) 2008, benign squamous mucosa with underlying inflamed granulation tissue, recurrent stress urinary incontinence, urgency, urge incontinence, frequency, nocturia, some nocturnal enuresis, cystocele, rectocele, bladder prolapse, vaginal vault suspension with enterocele repair, posterior repair, vaginal paravaginal repair and tvt exact sling implant on (B)(6) 2013.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal spotting after intercourse, foreign body in patient, mesh exposure, hemorrhage, unspecified voiding dysfunction, pelvic prolapse, posterior vaginal wall defect, paravaginal defects and additional surgical intervention.